Manufacturer narrative:
A lot history record review was completed for lots 25129309, 25130758 and 25131343 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4). The vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the cannula. A visual inspection was conducted. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the returned condition of the device, the complaint was confirmed for the reported failure ¿break; cannula-c-ring cut¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear plastic piece on the end was in two pieces which means the c- ring was cut or snapped in half. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear plastic piece on the end was in two pieces which means the c- ring was cut or snapped in half. The hospital did not report any patient effects.